Manufacturer narrative:
The biomedical engineer (bme) reported that they rebooted they central nurse's station (cns) as a part of the monthly reset on the cns systems to keep them running correctly. When they did that, it was reported that 4 telemetry transmitters were not showing up on the cns. While nihon kohden technical support (tech support) was on the phone with the customer, they stated that multiple units started to change bed names and waveforms that were being displayed were no longer seen on the bed they were associated with. The customer stated that there is no communication loss message present. Tech support called the customer to continue troubleshooting the issue before sending ticket to nihon kohden computer information technology systems support (cits). The customer reported that the hospital's it staff rebooted the unified gateway server and that resolved the issue. No patient harm was reported. Attempt #1 07/22/2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but patient information and additional device information was not provided. Concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Attempt #1 07/22/2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but patient information and additional device information was not provided. Telemetry transmitter(s) - gz series model: ni, sn: ni.

Event description:
The biomedical engineer (bme) reported that they rebooted they central nurse's station (cns) as a part of the monthly reset on the cns systems to keep them running correctly. When they did that, it was reported that 4 telemetry transmitters were not showing up on the cns. While nihon kohden technical support (tech support) was on the phone with the customer, they stated that multiple units started to change bed names and waveforms that were being displayed were no longer seen on the bed they were associated with. The customer stated that there is no communication loss message present. Tech support called the customer to continue troubleshooting the issue before sending ticket to nihon kohden computer information technology systems support (cits). The customer reported that the hospital's it staff rebooted the unified gateway server and that resolved the issue. No patient harm was reported.